Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The probable cause of the smoke smell when activating the console could not be determined. There was no console returned for estimation, a physical evaluation could not be performed. Moreover, console device history review(s) (DHR(s)) were reviewed and there were no discernible non-conformance reports (ncrs), scrap, or recorded process deviations related to the user request. Per the soltive laser system instructions for use (IFU): "due to risk of fires with laser treatments, take precautions against igniting combustible materials in and around the treatment area, by dampening surfaces. The energy from the laser emission, regardless of duration, can raise the temperature of materials. As toxic substances may be released into the air from various surfaces, avoid lasing surfaces and substances." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system smelled like smoke during an unknown procedure. There was no smoke visible. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.